Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv1/distal conductor was fractured in the connector leg of the 3830 lead. The analyst noted the full lead was returned with the is-1 pin able to rotate. The distal conductor was fractured at 1.5 cm within the connector leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, there were no problems with the left bundle branch pacing lead impedance or pacing, but when the deep setscrew was advanced, the marker suddenly displayed a noise-like display, impedance high and undefined and pacing was not captured. The physician felt that there was a possible fracture. Two additional leads were attempted and had the same issues. The physician thought there could be a connection issue and a fourth lead was attempted, taken out and placed in a new position where the data showed good performance of the lead. The device was not replaced and remains in use. The fourth lead remains in use. No patient complications have been reported as a result of this event.